Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 27-dec-2017 a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found that cup holder #3 was stuck and not moving freely, affecting the position for level 1 qc for e2 to operate normally. Fse freed and cleaned cup holder #3, checked all cup holders, and cleaned the turntable. The level 1 e2 qc result changed from 328.7 to an acceptable value of 236.5. The aia-360 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for serial (B)(4) from 21-nov-2016 to (B)(6) 2017 for similar complaints was performed. There was one similar complaint identified during the searched period. Aia-360 operator's manual under chapter 3 - name of parts and function son main unit states under carousel: the main carousel is the unit that serves as both the reagent cup holder and the sample holder. The carousel is designed to rotate the specimen and reagent cups. Seven reagent cup holder slots and seven sample holder slots are visible when the carousel door is opened. In addition, the assay specification for estradiol (e2), evaluation of results, page 8 for quality control states: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to a stuck test cup holder.

Event description:
On (B)(6) 2017 a customer reported getting high quality controls (qc) on estradiol (e2) on the aia-360 instrument. On 27-dec-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Corrected data: b5. Corrected date on event details. D4-catalog number. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 a customer reported getting high quality controls (qc) on estradiol (e2) on the aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.